Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On unknown date, the patient underwent treatment of a thoracic aortic aneurysm with a bolton medical relay® thoracic stent-graft. According to the report, at the conclusion of the implant procedure a distal type I endoleak was observed. On (B)(6) 2016, it was reported an endovascular intervention was performed to treat the endoleak, whereby a conformable gore tag® thoracic endoprosthesis was implanted for distal extension. According to the report, the distal type I endoleak was resolved with the implantation of the tag device. On unknown date, a follow-up examination reportedly revealed a distal type I endoleak originating from the tag device. No evidence of aneurysm enlargement was reported. Reportedly, the cause of endoleak is unknown. According to the report, on (B)(6) 2017, the patient underwent surgical repair of the abdominal aorta with a 20 mm surgical graft for an unknown etiology. Next, an endovascular procedure was performed to treat the type I endoleak. It was reported, a tag device was implanted distally into the proximal end of the surgical graft. An additional device was implanted as a bridge between the most proximal tag device and the tag device implanted distally within the surgical graft. After deployment of all devices, it was reported intra-procedural imaging showed the distal type I endoleak had been resolved.

Manufacturer narrative:
Implantation date corrected to (B)(6) 2016.